Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm the original complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. A review of the logs and the in-house system confirmed the instrument usage. The instrument was not expired. However, failure analysis did find a conductor wire broken at the weld. The electrical continuity was tested and failed. The distal clevis ear was cut in-house for inspection and no thermal damage at the weld was observed. The conductor wire broken at the weld has been attributed to device design. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Log review shows the permanent cautery hook instrument (part # 420183-12,, lot # n11170103-972) was last used on (B)(6) 2020 on system sh2119. The instrument had 5 uses remaining. No images, or videos were shared for the event. Based on the information provided, this event is being reported due to the following conclusion: the instrument was found to have conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause, or contribute to an adverse event. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a permanent cautery hook instrument had an x on the instrument indicating that it had expired. It still had 5 more uses. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the original reporter and obtained the following additional information: she remembers the instrument (permanent cautery hook) and says the instrument expired early, and still had lives left. She is not aware of any other issues with this instrument. She did not have any patient information.